Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the air/water channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the suction channel buckled, the angle wire stretched, the air/water nozzle deformed, the lg supply tube leak, the water jet tube dirty, the air/water nozzle dirty, the insertion flexible tube (ift) dirty, and the air/water nozzle loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.